Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed and erased memory anomaly after battery change due to broken solder joint on interface board connector. Insulin pump received with severely scratched display window and cracked reservoir tube lip.